Manufacturer narrative:
(B)(4)

Event description:
Reportedly, since the previous follow-up, several episodes with noise were recorded in the pacemaker memory. According to the technician, no anomalies were observed on the pacemaker parameters. Analyze of the origin of the noise and patient management recommendations are requested.